Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Previous device diagnostic testing one month prior was within normal limits, indicating proper device function at that time. No adverse event was reported in conjunction was the high lead impedance condition. The patient has not fallen or suffered any injury that may have damaged the vns therapy system. Review of x-rays revealed that the implanting surgeon did not place the lead per manufacturer's recommendations in device labeling as no tie-downs were used to secure the lead. The patient underwent lead replacement surgery during which a break in the lead coil was noted approximately one inch below the helical coils. There was reportedly no break in the silicone tubing.